Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error detected. Customer's blood glucose at time of incident was 4.4 mmol/l. The customer was advised to revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with pump error 53 loop, line number (B)(4) file number (B)(4), during bolus programming and multiple pump error 53, file number (B)(4) line number (B)(4), file number (B)(4) line number (B)(4), and file number (B)(4) line number (B)(4), in the formatted history file. Unable to determine the root cause of pump error 53 per reach and development. Unable to perform the self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to pump error 53. The insulin pump had scratched case, serial number label faded, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.